Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had an unspecified low voltage output issue, no capture, no sensing, and high pacing impedance. It was discovered that the rv lead was fractured via fluoroscopy. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of high pacing impedance, failure to capture, failure to sense, unspecified lv output issue, and fracture were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found all the outer coil filars were found to be fractured due to clavicle crush at 22.3 cm from the connector pin. The outer insulation was not breached at this region. The cause of the reported events was due to fracture of all the outer coil filars consistent with clavicle crush.